Event description:
It was reported that the right ventricular (rv) lead had migrated into the cs (coronary sinus) and had unstable parameters. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product summary: the full lead was returned in segments, analyzed, and no anomalies were found. However, visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: rvdr01, implantable pulse generator - implanted: (B)(6) 2011; 5086mri45, implantable pacing lead - implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.